Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle was found to be bent upon return. Performance testing was conducted and the reported frost on the needle shaft was confirmed as the needle failed investigative testing. The ice ball size is within the specification which was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no patient injury as the physician used warm saline to protect the patient's skin.

Event description:
During a renal cryoablation procedure , an icesphere needle was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The procedure was completed with no patient injury.

Event description:
During a renal cryoablation procedure, an icesphere needle was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The procedure was completed with no patient injury.